Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date in (B)(6) 2015, patient underwent a surgery where titanium plate and screws were implanted at levels c4-5 and c5-6. Reportedly, post-op, patient had swelling on his neck, rheumatoid arthritis and auto-immune disease. Reportedly, ¿patient cannot work anymore and his skin near neck has turned red.¿ patient also has a tumor. Allergy test revealed that the patient is allergic to nickel and chromium. The doctors do not know what the symptoms are related to and now are looking at the devices to see if he might be allergic to the devices.

Manufacturer narrative:
Corrected information: sex . If information is provided in the future, a supplemental report will be issued.